Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that a bright red streak of blood was seen on the outside of the membrane, and was ¿pulling into the red hansen¿. Additional information was obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak occurred approximately forty minutes into hd treatment. The blood leak was reported to be internal. The cm said the machine, a fresenius 2008t machine, did not alarm with a blood leak alert. However, the cm said the machine did not alarm because the blood leak was caught before blood reached the blood leak detector. The dialysate fluid outside of the fiber bundle was clear and did not appear to have blood in it. The cm said that a small spot of blood was noticed on the fiber bundle, approximately a quarter to half an inch from the top of the device. The blood spot did not appear consistent with the rest of the fiber bundle's appearance. The dialysate was tested with a blood test strip, and it tested positive for blood. There was no physical damage noted on the dialyzer, and it was confirmed the device was not dropped prior to use. Fresenius bloodlines were also being used for the treatment. The treatment was stopped, and the patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The original machine was removed from service for evaluation. The cm said the machine passed all testing and was confirmed to be working correctly. The blood leak detector did not require a calibration or replacement, but the biomed decided to recalibrate it as a precaution. Afterwards, the machine was returned to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, and thus, the complaint was unable to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that a bright red streak of blood was seen on the outside of the membrane, and was ¿pulling into the red hansen¿. Additional information was obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak occurred approximately forty minutes into hd treatment. The blood leak was reported to be internal. The cm said the machine, a fresenius 2008t machine, did not alarm with a blood leak alert. However, the cm said the machine did not alarm because the blood leak was caught before blood reached the blood leak detector. The dialysate fluid outside of the fiber bundle was clear and did not appear to have blood in it. The cm said that a small spot of blood was noticed on the fiber bundle, approximately a quarter to half an inch from the top of the device. The blood spot did not appear consistent with the rest of the fiber bundle's appearance. The dialysate was tested with a blood test strip, and it tested positive for blood. There was no physical damage noted on the dialyzer, and it was confirmed the device was not dropped prior to use. Fresenius bloodlines were also being used for the treatment. The treatment was stopped, and the patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The original machine was removed from service for evaluation. The cm said the machine passed all testing and was confirmed to be working correctly. The blood leak detector did not require a calibration or replacement, but the biomed decided to recalibrate it as a precaution. Afterwards, the machine was returned to service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.